Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic arc. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured almost fully effacing the lesion. The device was removed and the procedure was completed with another of same device. No patient complications were reported.